Event description:
Legacy pump sn (B)(4) was alarming without error code on display. Tried to troubleshoot with changing tubing and reattaching cassette but no changes in outcome. Pt was able to switch to back up pump without extensive interruption to therapy. No clinical harm reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.